Manufacturer narrative:
It was reported that the brace allegedly did not stay locked and caused damage to the patient's ligament. The device was returned to enovis for evaluation. The actual device was evaluated and found that the device was manufactured correctly and the complaint was not due to a manufacturing issue. The root cause of the complaint is a damaged component. The device's lock button failed during testing and the complaint has been confirmed.

Event description:
It was reported that the brace allegedly did not stay locked and caused damage to the patient's ligament.